Manufacturer narrative:
(B)(4). The returned sample was analyzed in the laboratory. Leak testing was performed on the complaint sample and it was determined that a leak is present at the gas outlet. There was fiber leakage in the potting area of the oxygenator. Therefore, the blood went outside of the potting area and flowed out of the gas exhaust. Additionally, the oxygenator was opened and leaking fibers were identified. This was the result of insufficient connection to the potting area. Note: the reported event occurred when using the be-01970311-pls d quadrox-I oxygenator, however, a equivalent device marketed in the us is used for reporting. (B)(4).

Event description:
On (B)(6) 2012, (B)(6), identified a blood leakage at the gas outlet of be-01970311-pls d (lot number 70072329). (B)(4).